Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl. Low bg cause was not known. Customer consumed glucose tablets to address bg. The customer reverted to an alternate method of insulin therapy.